Manufacturer narrative:
(B)(4). Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vicmo 12.6 implantable collamer lens of -10.0 diopter lens tore/ broke during injection/ delivery into the patient's right eye (od) on (B)(6) 2022. The lens touched the eye with no patient injury. The lens was implanted; removed and replaced intra-operatively for a same model/size and diopter lens and the problem was resolved. Cause reported as unknown.